Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician's handheld was not holding a charge. The handheld would be left plugged in for hours but once unplug it would drain on the way to the clinic room. The handheld is kept under normal office temperatures. Good faith attempts for product return have been unsuccessful to date.